Event description:
Dr. Was prepping to insert an arterial line. It is normal procedure to test the wire advancement of the catheter prior to use. In this case the wire would not advance through the needle-the wire appeared to bend against the side of the introducer when advancement is attempted. The wire would not pass through the tip of the plastic sheath that attaches to the hub of the needle, as if the end hole were occluded.